Manufacturer narrative:
The returned device was evaluated and it was found to function as intended with no evidence of any internal damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A crack was found on the outer housing. It could not be determined when the crack occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.d4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l44772. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 10/20/2020. D4 - unique identifier (UDI) # changed from blank to(B)(4). G5 - PMA/510(k) # changed from k122953 to k162296. H4 - device mfg date changed from blank to 4/20/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient was hospitalized for 3 days, due to high blood glucose (bg) levels of 433 mg/dl and ketones of 7.0 while wearing the pod on the arm between 4 and 24 hours. The patient tried correcting with the pod but the bg levels did not decrease. At the hospital, the patient was treated with an intravenous (IV) therapy drip and insulin.